Event description:
It was reported by the patient the lead was fractured. The lead was replaced. Additional information was subsequently received from an attorney reporting the patient had experienced "inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement" of the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.